Manufacturer narrative:
Results of investigation: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the device history records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of risk management files found that the reported failure was documented appropriately. A medical investigation was conducted and based on the information provided, all of the broken pieces of the component were retrieved. Per report, the surgeon completed the procedure by a change in surgical technique. Since there was no delay in the procedure, or reported harm to the patient; no further clinical/medical assessment is warranted at this time. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.

Event description:
It was reported that the lag screw driver got broken during use inside the patient, all the components were retrieved from the patient. There was no delay. The procedure was finished by changing in surgical technique. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.